Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were in a lot of pain from having the procedure done. They also noted that they had a hard time placing the left lead. The next day, patient said they were still in a lot of pain from having the procedure done. They noted they can only rest on one side and is still not really sleeping. They lastly mentioned their manufacture representative (rep) said the wire may have moved on their left side because they had such a hard time placing it. No further patient complications have been reported as a result of this event.